Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed in the lab. A sample evaluation revealed no leaks or manufacturing abnormalities. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Upon follow up for a check heater line alarm the home patient (hp) stated when she removed the cassette from the home choice (hc), she noticed it was wet. The hp stated, she completed therapy with new supplies. The patient was involved but there was no injury or medical intervention reported as a result of this incident.